Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. There was no impact to the customer's blood glucose level. As the customer did not have an additional cartridge at the time of the reported event, the customer confirmed a new cartridge would be loaded and declined further assistance from tandem technical support.